Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. . Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from results obtained of 82, 102, 288, 99 and 98 mg/dl. The customer¿s expected fasting 2-hour post meal blood glucose test result range is 115-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer pm fasting and produced test result of 97 mg/dl using true metrix meter. The product is stored according to specification in the hall closet. The test strip lot manufacturer¿s expiration date is 01/24/2026 and open vial date is 11/13/2024. The meter memory was reviewed for previous test result history (all results performed 2 hours post meal): result 1: 82 mg/dl date: (B)(6) 2024, time: 1:50 pm fasting. Result 2: 102 mg/dl date: (B)(6) 2024, time: 1:48 pm fasting. Result 3: 288 mg/dl date: (B)(6) 2024, time: 1:47 pm fasting. Result 4: 99 mg/dl date: (B)(6) 2024, time: 10:57 am fasting. Result 5: 98 mg/dl date: (B)(6) 2024, time: 8:30 am fasting.